Event description:
It was reported that during a total knee replacement surgical procedure, the femoral array device bumped and it was confirmed after the case there was a femoral notch. The femoral cuts were off on the anterior chamfer, anterior cut (which notched), posterior chamfer and posterior cuts. After the cuts - rechecked the arrays and realized the arrays had been bumped. The device was used in conjunction with the robotic assisted base station device, the handpiece device, the left interface device and the satellite station device. The robot was mounted to the cart. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: device log files were reviewed for this event, and the investigation could confirm the reported issue of, "after the cuts - rechecked the arrays and realized the arrays had been bumped". The investigation found that there was considerable array movement during anterior chamfer cut. Also verify check point was able to pass before femoral cuts began, but after all the femoral cuts were completed, verify checkpoint was deviating from required threshold value and thus array movement could be confirmed. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. There were no defects found with the system and software. The user indicated that there was no negative impact to the patient¿s outcome and no patient harm, and the investigation indicates that the system was behaving properly. It was determined that the most probable root cause is the combination of potential array movement, sub-optimal leg positioning, and leg/robot movement. The root cause for those issues could not be determined. Additionally, it was found that the robot was not mounted to the bedrail, which is linked to improper handling. Device history review: due to positive service history, DHR review only covers the related service records. Service history record review result is not relevant to the current complaint.